Manufacturer narrative:
This report was prepared by rep. Method: the actual returned device was visually inspected, and filled with water to check float operation. Results: when the complaint device was filled with water both floats of the chamber functioned correctly. There was no sign of any physical damage to the aluminum base of the chamber. The returned chamber did not exhibit any of the known characteristic signs of float failure resulting in overfilling. It is possible of the floats to become unstuck during transport back another country. This failure mode is being further investigated through a CAPA project to address the overfilling or mr290 humidification chambers. Conclusions: we could not replicate the alleged fault. We are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. The occurrence rate of this type of complaint is approximately 0.001% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.

Event description:
A hospital in a foreign country reported via one of our sales representatives that an mr290 chamber overflowed. The mr290 was allegedly part of an rt329 breathing circuit kit, and was used in conjunction with an mr850 respiratory humidifier. The setup was used on an infant. The mr850 was reportedly positioned lower than the patient as per in-service training previously given. There was apparently 1 l/minute flow via nasal prongs and a 1 liter water bag was connected to the mr290 chamber. The staff noticed that the bag was half empty very soon after it was setup and noticed water in the circuit. They disconnected the circuit from the patient and water came out of the circuit and went over the mr850 and the floor. Water did not reach the patient and there was no patient injury reported. The staff replaced the rt329 and continued with no further problems.